Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation from the right atrial (ra) lead. Upon interrogation, the ra lead exhibited loss of capture and failure to sense. Chest x-ray was performed and revealed a dislodgement of the ra lead. The ra was explanted and replaced. The patient was in stable condition.